Event description:
The complainant reported that in 2007, a therapeutic embolization procedure was performed on a female pt. During this procedure, the physician was using this catheter with a coil, but found that the coil could not be moved from the proximal portion of the catheter. The physician then employed a coil pusher to facilitate the coil movement, but the coil still remained jammed catheter. The x-ray showed that the coil had become jammed in the gap of the catheter hub, preventing the coil from being deployed. The physician then obtained another renegade device to successfully complete the procedure. The complainant indicated that there was no adverse affect on the patient as a result of the reported malfunction. One other device was also used in this patient procedure; please reference attached medwatch report number 6000125-200-000xx, which documents that event.

Manufacturer narrative:
This device has been received by this MFR, but a physical evaluation has not yet been performed. At this time, we are unable to determine if the device met specifications. A fifteen (15) month complaint history review was performed for this product. No adverse trend has been identified for this product / device family. At this time, we are unable to determine the relationship between the device and the cause for this event.